Manufacturer narrative:
This MDR is being submitted to correct information identified during our complete and final review of the complaint record. The previously filed MDR did not reflect the investigation completed on (B)(6) 2026. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 303 to 300. Subsequently, the device passed the 30 psi occlusion pressure test with a measured value of 25.550 psi, which is within specification. Reference to complaint#: (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed during evaluation; however, the probable cause remains undetermined. CAPA-15 was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint #(B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.7 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.